Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose of 440mg/dl, and her glucose level was treated with an insulin drip. The customer experienced vomiting and high ketones. Troubleshooting was performed, and the bolus history shows several no delivery, and battery alarms. Then the customer changed the infusion set and the battery, but she got a no delivery alarm. No further information was provided.